Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced several episodes of peritonitis. Four weeks after the first episode, the patient experienced a relapsing peritonitis event. Four weeks after the second relapsing episode, the patient experienced another peritonitis event. The cause of and treatment for the events were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient was recovering from the events. Action taken with pd therapy was not reported. No additional information is available.